Manufacturer narrative:
(B)(4). Evaluation statement: the complaint device was received and evaluated. Visual observations under magnification revealed that the sutures were overlapped on the suture bridge. The anchor itself did not reveal any structural anomalies and did not seem to have stripped. The anchor was tested on a sample foam and was deployed successfully. We cannot confirm this complaint. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that the customer's 4.5mm healix peek anchor would not advance where the cortical threads engage while inserting the anchor in the bone hole during a rotator cuff procedure. He stated the surgeon was inserting the device with the awl/tap and once the surgeon could not get the anchor to advance any further, he took the device out and it appeared as if the inside tracks had stripped. The surgeon used another anchor in the same bone hole to complete the procedure with no patient consequences or delays. The sales rep stated it was a good bone and the surgeon had used these anchors the most out of all his customers. There was no audible indication, the surgeon could see the device not advancing. The device is coming back. No further information could be provided.